Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is "rupture." This is a known potential adverse event addressed in the product labeling.

Event description:
Patient relative reported a "rupture of implant was found." Affected side unknown. Device remains implanted. The manufacturer of the device is unknown.